Manufacturer narrative:
H4 device manufacture date updated.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console show no optical signal related alarm being issued. Device analysis: section 23 of the preventative maintenance procedure was performed and the console was not up to specification. The fringe pattern was analyzed and shown to be noisy. Conclusion: the root cause for the optical signal issue was low signal-to-noise ratio resulting from a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the automated impella controller appears to have very low signal-to-noise ratio (snr) in the field and marginally passing snr during the last maintenance in field service. No patient harm has been reported.